Manufacturer narrative:
The device was returned for analysis. The reported suture separation was not confirmed. The observed unraveled knot is the result of the posterior cuff miss; therefore, the knot would not have been able to be advanced with the suture trimmer. A review of the manufacturing records revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. The additional proglide device referenced is filed under a separate medwatch report number.

Event description:
It was reported that suture placement in the right and left common femoral arteries was achieved with two proglide devices at each access site using the pre-close technique via a 6f sheath prior to an abdominal aortic aneurysm (aaa) interventional procedure. The sheath was upsized to an 18f and the aaa procedure was completed. Reportedly, the second proglide suture at each of the two access sites broke when the suture knots were attempted to be advanced using the suture trimmer. A new proglide device was deployed successfully at each of the two access sites. Hemostasis in the right and left common femoral arteries was achieved with the sutures of the first and third proglide devices respectively. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.